Event description:
It was reported that during device follow-up it was found that the patient received inappropriate therapy and a lead integrity alert triggered due to the right ventricular (rv) lead having oversensing and noise. An x-ray was ordered to ensure oversensing of 6949 was not due to setscrew issue. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was later reported that the device and lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).